Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.